Manufacturer narrative:
The investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there are several blisters on the lower face and neck after treatment. No errors were reported during treatment, the highest energy level used was 3.0-4.0, and patient discomfort was managed with a topical anesthesia named sincaine cream. The patient applied betaderm (anti-inflammation with corticosteroid 1 mg) to treat the burn according to the report. Additional information has been requested but has not been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: describe event or problem, additional MFR narrative. Correction: brand name; MFR name, city, and state; model #/lot #; (manufacturer site) . Based on the additional information received the event is no longer considered to be a serious injury. The returned treatment tip was evaluated and no problems were found. An evaluation of the data card indicated error messages were prompted during the treatment to alert the user that the on screen instructions are not being followed or there is a problem due to rf noise; also, error massages were prompted to alert the user that the treatment tip area is too warm and temperature has reached the over-temp limit. If errors occur during treatment the rf delivery is stopped and the system will display instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. Burns, blisters, scabbing, and scarring are possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.

Event description:
The blisters are reportedly resolved and in the physician¿s opinion the blisters will heal without permanent scarring after a couple of months.